Event description:
This complaint is not reportable and a report should not have been filed. An alarm on a cadd solis hpca pump would not cause any harm to a patient. No further information will be sent concerning this complaint.

Manufacturer narrative:
H3: one cadd solis hpca pump was received with dents and scratches on the side near the power buttons. The event history log was reviewed and there was a "cassette damaged" message. The power up self-test and functional tests were conducted. The reported issue was able to be duplicated. The issue was caused by fluid ingression and contamination which was user induced. Multiple components were involved. The downstream occlusion sensor and cassette detector pins were replaced.

Event description:
Information received a smiths medical cadd solis hpca 2110 pump was alarming cassette reattach. No patient injuries were reported.